Event description:
Device 1 of 8. Reference MFR report: 1627487-2019-03913, reference MFR report: 1627487-2019-03914, reference MFR report: 1627487-2019-03915, reference MFR report: 1627487-2019-03916, reference MFR report: 1627487-2019-03917, reference MFR report: 1627487-2019-03919, reference MFR report: 1627487-2019-03918. It was reported that during an ipg replacement on (B)(6) 2019 (reference MFR report: 1627487-2019-03907), one of lead had detached (confirmed via x-rays) from the extension header. In turn, the extension was explanted and replaced. Therapy was restored..